Event description:
It was reported that the 1000mcg/100ml fentanyl drip ran over fours, but it should have ran longer. According to documentation and alaris pump report ¿ approximately 20ml in boluses (4 boluses) and approximately 20ml between when the bag started and stopped. It was later reported by the customer that there was a ns bolus that ran within 10 minutes of the fentanyl drip. There was patient involvement but unknown outcome. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.